Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Information was received, from a patient regarding an external device. The reason for call, was patient reported, that their recharger was not taking a charge. Patient said, they plugged it in this morning to charge, and when they came back home the green light was flashing over and over again. Patient confirmed, the docking station was receiving power and the prongs on the dock were clean. Patient tried, to do a hard reset of the rechargers, but it didn't resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.

Manufacturer narrative:
H3: analysis determined, patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.